Event description:
It was reported that for the past 3 or 4 refills they the hcp was getting out almost triple out on the patient¿s refills. Per the reporter the last one said the patient had 2.1 left and they pulled out closer to 6.0. The pump was used to deliver baclofen. No symptoms or interventions. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that at the last 3 refills, the expected volumes were 2-3 ml, but they were getting back 20 ml plus. The cause of the discrepancy was unknown. No troubleshooting procedures had yet been done. The logs were reviewed and nothing was showing. It was later reported, with regards to the patient receiving effective therapy, that the clinician stated, "it's hard to tell with her; she was last seen in the clinic one month ago and we opted not to increase her infusion rate; we also started her on botox. She has a follow up appointment in two weeks". The patient status was reported as "alive-no injury". The patient was taking oral baclofen as needed. The device system was delivering gablofen.

Event description:
Additional information later received reported drug discrepancies at the time of refill. Per the reporter the healthcare provider could not remember if it was too much or not enough. The patient was scheduled for pump and catheter replacement on (B)(6). On (B)(6) 2015 the patient had a full system replacement. The healthcare provider wasn't able to find anything wrong with the catheter at the pump pocket site but then cut it a few times to be able to easily remove the rest of it. The pump was not returned to the manufacture for analysis to determine if the pump was over or under infusing as the patient requested to keep the pump instead so the hospital returned the pump to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).